Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Customer's mother replaced the battery then received a battery out limit. Caller then stated that half of the display appeared and the new battery was showing as used. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the battery cap would be replaced and the device will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.